Event description:
It has been reported that the 20g x 1.16in (1.1 x 30 mm) insyte autoguard has been found experiencing two occurrences of needle retraction failure during use. The following has been provided by the initial reporter: it was reported that the units failed to retract the needle once the button was pressed. Per email: we had 2 bd 20 ga safety IV caths fail. We pulled these from op surgery. The units failed to retract the needle once the button was pressed. The 2 defective units were discarded.

Manufacturer narrative:
Investigation: review of DHR revealed all required challenge samples, set-up and in process testing was performed in accordance with the quality plans. No physical samples were not received for testing and evaluation; four photos were submitted for evaluation of this incident. Photo 1 displayed a 20ga unit with the partially retracted needle barrel and the needle cover and catheter /adapter were loose from the rest of the unit inside of the package. Photo 2 displayed a the same has photo igbc 1 photo 3 displayed the package label with the bd logo, ref no., description, lot number 8134958 and the expiration date 2021-04-30) photo 4 (1) displayed bent needle inside of the needle cover, inside of the package. Based on the evaluation of the submitted phot; the defect needle retraction failure was observed. Without the actual sample for evaluation and testing there was no physical evidence to confirm or support manufacturing process related issues for the reported defect.

Manufacturer narrative:
Device evaluated by MFR: a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the 20g x 1.16in (1.1 x 30 mm) insyte autoguard has been found experiencing two occurrences of needle retraction failure during use. The following has been provided by the initial reporter: it was reported that the units failed to retract the needle once the button was pressed. Per email: we had 2 bd 20 ga safety IV caths fail. We pulled these from op surgery. The units failed to retract the needle once the button was pressed. The 2 defective units were discarded.